Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis. The blood glucose reading was 583mg/dl. Troubleshooting was performed and the programming in the insulin pump appeared to be correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.